Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that since received implant hasn't experienced at least a 50% improvement in symptom control. Patient said that doesn't feel the leakage however said that the underwear is wet sometimes. Other medical history included that last year the doctor repositioned the implant on the same side and patient said that now a year later it still hurts to sit on it and constantly feels the fluttering sensation at the implant site, in the lower butt cheek towards the vaginal area. When asked, no falls or trauma. Reviewed therapy information and general programming guidance. During the call, patient decreased the setting and said that the fluttering feels less intense. Patient will maintain stimulation level and will continue to track symptoms of fluttering, pain and bladder symptoms. Patient to consider trying different programs. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional. They reported the cause of the fluttering at the implant site was unknown. The patient has not reached out to their office regarding any issues. The actions taken were they will wait to see if the changes in settings help the patient.